Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer removed and reinstalled the cartridge clearing the alarm. Insulin delivery was resumed. The customer;s blood glucose level was not impacted.